Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) is displaying communication loss for all monitored bedside monitor's (bsm's). This communication loss lasted for only a couple of seconds. Right after, all of the bsm's alarmed simultaneously. The customer was able to clear most of the alarms and has rebooted the cns, but there are still 3 bedsides that continue displaying the ghost alarm. No harm or injury was reported. Service requested / performed: on (B)(6) 2021, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem could not be duplicated. But both the hard drives were found to be out of warrant. On (B)(6) 2021, nka rc replaced both hard drives, # 6104900860. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. Investigation summary: when hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could " freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for six years with no history of hdd replacement, and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempt(s) to obtain the information were made, but none were provided. A2 - a6 b6 b7 attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made. No reply was received. Bsms: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni additonal information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 adverse event problem - investigation findings. Investigation conclusions h10 additional narrative/data.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored bedside monitor's (bsm's). This communication loss lasted for only a couple of seconds. Right after, all of the bsm's alarmed simultaneously. The customer was able to clear most of the alarms and has rebooted the cns, but there are still 3 bedsides that continue displaying the ghost alarm. No harm or injury was reported

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored bedside monitor's (bsm's). This communication loss lasted for only a couple of seconds. Right after, all of the bsm's alarmed simultaneously. The customer was able to clear most of the alarms and has rebooted the cns, but there are still 3 bedsides that continue displaying the ghost alarm. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored bedside monitor's (bsm's). This communication loss lasted for only a couple of seconds. Right after, all of the bsm's alarmed simultaneously. The customer was able to clear most of the alarms and has rebooted the cns, but there are still 3 bedsides that continue displaying the ghost alarm. No harm or injury was reported